Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had air/water leakages. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects came out of the forceps channel which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the forceps channel. Upon further inspection, it was observed that residual liquid or foreign material came out of the forceps channel due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip, a crack and had a white-clouded area due to chemical or physical stress. It was also observed that the adhesive around the objective lens and around the light guide lens had a white-clouded area due to deterioration caused by a handling issue. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. Lastly, it was observed that the connecting tube had a scratch. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not clean, disinfect, or sterilize the equipment prior to requesting repair. The customer confirmed that the facility delayed the start of precleaning on the equipment after use. During the precleaning process, the customer did not supply air or water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the forceps channel. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 2. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities in the appearance of the operation unit. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and visually and by hand check that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.